Manufacturer narrative:
(B)(4). The regalia xs 1.0 guide wire and the concomitant corsair armet catheter were returned for evaluation. Missing of the polymer jacket was confirmed on the returned guide wire for approximately 10mm from the tip where disarrangement of the coils were also observed. The tip for approximately 25mm was also curved. At approximately 15mm and 25mm from the tip, damage of the polymer jacket with disarranged coils was confirmed. The returned catheter had no noticeable damage. A test guide wire could go through the catheter lumen without resistance. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to cross the cto had most likely contributed to disarrangement of the coils and therefore the guide wire and the catheter became stuck one another. Peeling of the polymer jacket was largely due to the metal tip of the catheter that scraped the polymer jacket on the disarranged coils. It was concluded that this event was not attributed to product quality. Although there were reportedly no fragments left in the patient, it was unable to completely rule out a possibility that the peeled fragment of the polymer jacket could be left in the patient with given observation. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: breakage of the guide wire.

Event description:
It was reported that an asahi corsair armet metal tip catheter and a regalia xs 1.0 polymer jacketed guide wire were used in a percutaneous peripheral intervention (ppi) to treat a calcified chronic total occlusion (cto) in the anterior tibial artery. The catheter was advanced about 3cm distally and the guide wire was pulled, when resistance was met. The physician kept pulling the guide wire against resistance and found that the coil was not covered with the polymer jacket. Fluoroscopy confirmed no fragment was left in the vessel. The ppi was continues, however, ended unsuccessfully. There were no adverse patient effects associated with this event.